Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm; however, had intermittent button response due to moisture damage on keypad trace. The device had minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 70 mg/dl. The customer complained that she had a button error alarm and tried to clear it by pressing escape and act buttons but it did not clear the alarm. She was able to clear the button error alarm eventually but the insulin pump alarmed and vibrated. The numbers on her insulin pump were scrolling. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.